Manufacturer narrative:
(B)(4); at this time, the lead is not expected to be returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements, low pacing impedances and oversensing of noise. A revision procedure was performed. Upon opening of the pocket it was noted that the insulation on the lead had worn away to the extent of exposing the conductor coil. The insulation damage was seen under the device. Subsequently the lead was laser extracted. No adverse patient effects were reported.